Event description:
It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed, and a 31 mm watchman flx pro closure device was implanted. One (1) day post index procedure, it was reported the patient experienced right facial droop. Magnetic resonance imaging (MRI) revealed a small infarct of unknown mechanism. No further interventions were performed. The patient was discharged within two (2) days of the index procedure.